Event description:
The customer reported being hospitalized for high blood glucose of 465mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. The customer mentioned that her site was red and swollen. The customer stated that she wears the infusion sets for seven days. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.